Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation received 1 all silicone foley catheter with syringe. Inflation of catheter was attempted using returned syringe and 10ml mbs solution. Upon inflation solution immediately leaked out of pinhole measuring 0.013 inches. Also received 5 photo samples. First photo sample shows top view of catheter with syringe used during reported event. Second photo sample shows top view of trifurcation site with pinhole present. Third photo sample shows inflation cap. Fourth photo sample shows top view of outer packaging of tray. Fifth photo sample shows top view of document written in native language. Therefore, the reported event is confirmed and does not meet specifications per ip7603444 rev 0 which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h, UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the sterile water leaked from the foley catheter.

Event description:
It was reported that the sterile water leaked from the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.